Manufacturer narrative:
The other xience v stent mentioned was reported under MFR #2024168-2009-01382.

Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting status: no flow (occlusion) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported that the guiding catheter (gc) and guide wire (gw) were advanced into the tight calcified lesion in the proximal ramus branch; however, guiding catheter support was not good. As the xience v stent delivery system (sds) was advanced against resistance, it caused the gc, gw, and sds to pop out of the ramus branch, causing the stent to dislodge in the ramus and hanging out into the left main. A snare device was used in an attempt to remove the dislodged stent; however, was not successful. Then, a possible dissection occurred in the distal portion of the ramus branch. The dislodged stent was compressed against the vessel wall with a balloon catheter and an add'l xience v sds was advanced past the compressed stent and into the circumflex lesion, where it was deployed. Post-dilatation was done with two balloon catheters and another possible dissection occurred resulting in no flow of the distal circumflex. The pt experienced chest pain and low blood pressure and was placed on a balloon pump after intubation. The pt was taken to surgery for CABG of the lad, which had been jailed by the compressed stent. The pt was stable. No add'l event or pt info is available.